Event description:
It was reported that the patient was feeling funny that ¿something ain¿t right¿ the week prior to the date of this report. It had been getting worse couple days prior to the date of this report. It was reported that the device was turned off. It was unclear which device was turned off and what caused it. The patient and his wife were trying to figure it out. It was noted that the patient¿s wife ¿ended up turning it off.¿ the patient used the magnet and turned the device back on on the date of this report. It was noted that the patient had not been reprogrammed in quite some time.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0208359v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3387-40, lot# j0209742v, implanted: (B)(6), 2002, product type: lead. (B)(4).